Event description:
It was reported, the customer received a button error alarm. Customer also stated their buttons were unresponsive. The customer's blood glucose was 107 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. Insulin pump act button did not respond due to corroded keypad trace. Insulin pump received with severely scratched display window, cracked battery tube threads and cracked reservoir tube lip.